Event description:
It was reported that the patient's device was surgically repositioned due to a wire in the right subclavicular area being present beneath the skin. There was implant site erosion. It was stated the device and lead were revised to a deeper position. It was stated the issue was possibly related to the implant procedure. The patient recovered without sequela. Device information was not provided.

Manufacturer narrative:
Programmer model 37642 lot# serial# (B)(4); extension model 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: na; extension model 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3387s-40 lot# v799769 serial# implanted: (B)(6) 2011 explanted: na; lead model 3387s-40 lot# v300097 serial# implanted: (B)(6) 2010 explanted: na. The initial MDR was filed as mfg. Report #3007566237-2012-00313. Additional information received clarified that the correct manufacturing site was site #3004209178.